Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a server side structured query language (sql) connectivity failure causing application errors, data sync service dependency failures, and inability to access the database. A technical support specialist (tss) internet information services (iis) and services were verified as running, but sql server management studio (ssms) connection failed until the sql server service was restarted, restoring database and application access. Data sync service was restarted, communication resumed, and sync delays were observed in logs and database tables. Hl7 messages remained queued despite server recovery, and an interface case was created for further investigation. Customer confirmed server functionality was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server physical server shut down due to a thunderstorm, and after powering back on, not all services were running properly, requiring validation and restoration. However, there were no delay in patient care and no adverse events or injuries reported based on this event.